Event description:
A healthcare facility in (B)(6) reported via our distributor that a hole was found on the expiratory limbs of two rt340 adult dual-heated evaqua breathing circuits. This was identified prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb approximately 27 cm from the proximal connector on one of the returned rt340 breathing circuits. On the other circuit, a hole was found approximately 11 cm from the proximal connector on the evaqua expiratory limb. A lot check could not be carried out as a lot number was not provided. Conclusion: based on the inspection conducted, the evaqua expiratory limbs were most likely punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every (B)(4). Any breathing circuit which fails any of these tests is discarded and the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."